Event description:
Thrombectomy w/angioplasty - "attempted to place embolectomy catheter down artery and catheter stuck at the anastomosis. While attempting to remove tip of embolectomy catheter broke off and stayed in pt. Later was removed with snare device. The second embolectomy catheter was placed down the artery and while attempting to pull the catheter towards the sheath, the embolectomy catheter balloon broke open. A third catheter was used to complete the case."

Manufacturer narrative:
Product is anticipated to return for eval. Follow up will be provided.